Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia and thrombosis was unable to be determined due to insufficient clinical details. The cause of the inflammation was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced swelling in their right arm and ectopy. The patient was treated with milrinone. During explantation of the pump a clot was removed from the graft. The patient survived.